Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a mirafilter IV extension set was found to be leaking. This was noticed after infusion of a non-baxter drug. There was reportedly no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The actual device was not available; however, a retained sample was evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Gravity testing was performed and passed successfully with no issues noted relating to the reported condition. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.